Manufacturer narrative:
Additional information was added to: g6, h2, h3, h6, h10 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device not available.

Event description:
Consumer reported finding pen needles to give hard times attaching to her pen. Lot # unknown - caller is disabled discarded the box catalog# 320550 date of event unknown past month sample status discard (B)(4).